Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings:investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, investigation revealed moisture contamination on the underside of the battery cap. The pump passed leak testing, and there was no further evidence of moisture found inside the pump when the pump casing was removed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.